Event description:
It was reported that when using the bbd pyxis¿ es server reflected the correct patient assignment; however, the device had not updated, and patient details were not appearing on three stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patients location not updating correctly. A technical support specialist (tss) re enabled all previously disabled database backups after the conversion was completed. While on standby, the customer reported incorrect pyxis replenishment to logistics. The tss dialed into the 2n station, confirmed patients were still displaying the ta ed location except for one visit, backed up the station database, and synchronized it to the server; however, the issue persisted. The tss then accessed the production es app server and identified that all patients had a visiting unit populated, which caused stations to display that unit instead of the assigned unit. Based on a similar case, the tss determined the visiting unit field needed to be cleared from incoming admit discharge transfer (adt) messages. The customer made changes in production. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bbd pyxis¿ es server reflected the correct patient assignment; however, the device had not updated, and patient details were not appearing on three stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.